Manufacturer narrative:
The device was returned for evaluation and it was determined that motor ran jerky and the control bar and shaft required replacement. It was further noted that the device had not been returned to the MFR for maintenance since 1993. It is documented in the instruction manual included with the device, that the device should be returned to the MFR every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.

Event description:
It was reported that the air dermatome is producing an uneven graft. There was no report of injury or adverse pt consequences associated with this incident.